Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the mobile programmer base was unable to pair with the mobile programmer application was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during lead addition, the mobile programmer base was unable to pair with the mobile programmer application. It was noted that the patient connector connected; however, the base would not display a serial number for pairing. Attempts to reset bluetooth and disconnect/reconnect were unsuccessful. Neither rapid flashing nor steady blinking of the base initiated a pairing sequence within the application. Force closing and restarting the application, as well as powering off and restarting the host tablet, did not resolve the issue. During this time, the patient became asystolic and was externally paced via surface patches while attempts to establish analyzer functionality continued. Due to the inability to pair the base, a legacy programmer was obtained to quickly establish analyzer capability. No further patient complications have been reported as a result of this event. Application version: 4.5.2 host tablet os version: 26.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.